Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device or coil used was observed that contributed to the injury. It is concluded that the injury on both the hand and hip are caused by skin to skin contact. Contributing factors identified were: examination room temperature and humidity were both above the specified value. Multiple high sar scans. (B)(4).

Event description:
Philips received a report from a customer that a patient sustained 3rd degree heating incident on hand and thigh. The patient had just before undergone a pelvic examination with the synergy spine coil.